Manufacturer narrative:
Device eval: disposed of.

Event description:
Revision surgery - due to the patient falling, the poly came out of the baseplate.

Manufacturer narrative:
The reason for revision surgery was reported as the poly came out of baseplate after 13 years 6 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 2nd complaint against the main contributor, first for this lot number. The root cause for the poly coming out the baseplate is the patient fell. There is no information reported that showed a material, design, or manufacturing problem with the product.